Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump failed during preparation (intermittent problem). As a result, an alternate perfusion system was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Software data logs were returned to the manufacturer on 11/13/2013 for further evaluation.